Event description:
It was reported that the health care professional (hcp) noticed this right ventricular (rv) lead exhibited loss of capture (loc) while evaluating the patient for an unrelated issue. Technical services (ts) reviewed the reports and confirmed that this lead exhibited intermittent loc. It was noted that the lead's capture thresholds increased. Ts provided a potential cause for why the thresholds increased. Ts advised that the thresholds could potentially increase. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.